Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D9: device availability added. E3: occupation added non-healthcare professional. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type updated. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of health effect - clinical code updated to 4545 - skin inflammation/ irritation h6: type of device code(s) updated to 2682 - patient-device incompatibility h6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient says that wears the unit about 10 hours a day. The patient experienced itchiness all over her back with no redness, this is not due to the electrodes. It was later reported that the patient was advised by his doctor to discontinue treatment with the stimulator. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: spinapak assembly - catalog: #1067716, serial: #(B)(4). Therapy date: unknown.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient says that wears the unit about 10 hours a day. The patient experienced itchiness all over her back with no redness, this is not due to the electrodes. It was later reported that the patient was advised by his doctor to discontinue treatment with the stimulator. It was reported that no further information is available.